Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and no delivery. It was also stated that the act and up buttons are had to press. Customer¿s blood glucose value at the time of the incident is unknown. Troubleshooting was not preformed. The insulin pump will be returned for analysis.